Manufacturer narrative:
(B)(4). Medical product: unknown vanguard tibial tray, cat#: unknown lot#: unknown, unknown vanguard bearing, cat#: unknown lot#: unknown, unknown vanguard patella, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the sales representative was inquiring about the size of the nail that can be put through the notch of the vanguard femur. No additional patient consequences were reported.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient was involved in a motor vehicle accident. As a result of the motor vehicle accident, the implant fractured. There was no reported malfunction of the device.